Event description:
It was reported that a brownish-red discoloration resembling "dried blood" was noticed in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "pack opened and syringe removed, discolouration noted in syringe. On inspection, white plunger is contaminated with a browny-red substance resembling dried blood"

Manufacturer narrative:
H.6. Investigation: one loose 1ml ll syringe was received with an opened blister package from batch #9232840 (p/n 309628). The sample arrived in a bag labeled with a warning ¿contaminated¿ with no additional details. Therefore, the sample was not handled directly but evaluated through the bag. The plunger rod was observed to have foreign matter on its surface. The fm appeared to be oil and was larger than level 3 in size, which was rejectable per product specification. A potential root cause for the foreign matter defect is associated with the molding process. The aql for foreign matter outside the fluid path is 1.0%. (B)(4). No corrective actions are necessary based on the defective rate identified. Batch 9232840 is considered in compliance with our product specification requirements. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a brownish-red discoloration resembling "dried blood" was noticed in the bd syringe luer-lok¿ tip before use. The following information was provided by the initial reporter: "pack opened and syringe removed, discolouration noted in syringe. On inspection, white plunger is contaminated with a browny-red substance resembling dried blood."